Event description:
It was reported that during a da vinci s prostatectomy procedure with bilateral node dissection, a tear was noticed on the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover accessory was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. Additionally, the initial reporter indicated that the electrosurgical unit (esu) used during the procedure was set to desiccate mode and below the recommended maximum power setting for that mode, however, the exact power setting used is unknown.

Manufacturer narrative:
The replacement tip cover accessory was returned and evaluated. Engineering observed a .030" x .020" hole in the silicone, located .215" above the silicone to sleeve interface. Approximately 30 degrees radial from this hole is a .040" x .020" oval shaped hole located .195" above the silicone to sleeve interface. The silicone around both holes exhibits localized melting, indicating arcing events occurred. Engineering also observed various mechanical tears and scratches on the opposite side of the two holes. The mcs instrument used during the surgical procedure was also returned and evaluated. Engineering discovered a possible char mark at the proximal clevis ear, which closely matches up to the location of one of the holes.